Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed on the device. The manufacturer¿s service technician observed error codes for the active exhalation valve failure and the battery not charging in the device's event log. The manufacturer's service technician replaced the device¿s internal battery pack and proportional valve to address these two issues. After replacing the parts, the manufacturer's service technician performed the final test on the device. The manufacturer's service technician confirmed the device was operational.